Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 6/1/2026, prior to going to the grocery store, the patient's cgm value was 150 mg/dl. While driving to the grocery store, the patient's cgm value dropped rapidly to "20 or 40 mg/dl". The patient did not believe the sensor was working because "it shouldn't drop that fast without warning". In the grocery store, the patient felt lightheaded, dizzy, and had presyncope. Her cgm was reading low mg/dl. The patient did not provide herself with any treatment. The patient then collapsed no injuries were reported in response to the patient collapsing. There was no documentation of the patient losing consciousness. The store staff provided the patient with a ¿sugar shot¿ (route not specified) and ¿pocket of glucose stuff¿ and then called 911. Once ems arrived, the patient¿s bg meter reading was 22 mg/dl while the cgm was reading low mg/dl. The patient was treated with IV fluids and transported to the ER. During transport, the patient¿s bg meter reading increased to 40 mg/dl while the cgm was reading low mg/dl. At the ER, the patient¿s bg meter reading ranged from 42-45 mg/dl while the cgm was reading low mg/dl. The patient was treated with a ¿sugar shot¿ and IV fluids. Despite treatment, the patient¿s glucose level did not improve. On(B)(6) 2026, around 1am, the patient was admitted to the ICU and was continued on the same treatment. The patient¿s glucose level did not improve until the following morning. The patient was discharged on (B)(6) 2026 around 11am with a bg meter reading of 184 mg/dl. The patient was ¿fine¿ with a cgm value of 117 mg/dl at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.